Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, which includes light source and video processor and the image was found to be saturated (intense bright) during the fog test. However, there was no confirmation of complete loss of image. The device passed the leakage testing. Based on visual inspection of the external surface of the device, there were no sharp edges noted on the distal end that would likely cause or contribute to the reported event. The cause of the reported event cannot be determined; however, the most likely cause is user technique.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the patient's duodenal valve was perforated and surgery was performed to close the perforation. It was also reported that the image was grainy and image loss was experienced. The intended procedure was completed using the same device.